Event description:
It was reported that during the device change out procedure, it was decided to use a previously implanted lead as the right ventricular (rv) pace/sense lead. When the existing lead was plugged into the rv port of the new device, the lead exhibited oversensing. The device was reprogrammed, which "seemed to eliminate the oversensing." It was also reported that the rv lead is plugged into the left ventricular (lv) port and the lv lead is plugged into the rv port since device change out. It was further reported that the patient presented with syncope and periods of asystole was observed on the holter as well as through the device. Therefore there was programming to the ventricular sensitivity and no marker channel were seen on rv during asystole. It was later questioned the use of a device for a purpose other than which it was intended. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.